Manufacturer narrative:
Additional information: implant date, report source. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post anal fistula filling, the patient experienced persistent urticaria that do not respond well to high dosage of anti-histamine. The beginning seems to coincide with the fistula cure by collagen paste. The patient had several fistula tracts. One tract was given a collagen paste and one tract with an elastic (standard treatment of anal fistula).